Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had some blank displays. The customer stated that the battery has to be changed about 10 times to get the display to return and the insulin pump would alarm battery out limit during normal use. Blood glucose value was 8.7 mmol/l. The display was not blank at the time of the call. The customer stated that the battery cap was damaged. It was advised that the battery cap would be replaced. The customer requested the insulin pump to be replaced. The device would be replaced and the customer agreed to return the product for analysis.